Manufacturer narrative:
H3: product analysis :part # 9560547 : lot # gz20c018 visual and optical inspection confirmed the instrument has broken at the coating hole. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having med for lumbar spinal stenosis. It was reported that during med intervertebral decompression, the curette bent from the base. There was no patient symptoms reported. There were no further complications reported regarding the event.